Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, found corroded keypad traces, scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling; customer removed the battery and received a button error alarm. Customer stated that she was near water and may have a small crack on the insulin pump. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.